Event description:
The customer reported the following error messages were being displayed on their hl20 device. - error stop-inp: a stop intervention is faulty. - overload: overload at pump head. Speed < 90% of the set-point. Reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.